Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient had there primary knee done on (B)(6) 2021. After a months time x-ray showed that patient tibia had became lose and subsided which called for the component to be revised. During the revision it was discovered that tibia base had broken in half in the patient sometime in the following under two years of it originally being implanted.